Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." Medical conditions: type of test: hysterosalpingogram (hsg). Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"), 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and headache ("headaches,"). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, vulvovaginal pain, abdominal pain, allergy to metals, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain /pain') and autoimmune disorder ('autoimmune disorder') in a (B)(6) old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test". Medical conditions: type of test: hysterosalpingogram (hsg). Concomitant products included naproxen. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and migraine ("migraines"), 6 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("heavy abnormal bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), vulvovaginal pain ("vaginal pain"), abdominal pain ("abdominal pain"), allergy to metals ("nickel allergy") and headache ("headaches,"). The patient was treated with surgery (to remove essure). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, vulvovaginal pain, abdominal pain, allergy to metals, migraine and headache outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, autoimmune disorder, genital haemorrhage, headache, migraine, pelvic pain and vulvovaginal pain to be related to essure. Most recent follow-up information incorporated above includes: on 5-jul-2020: case became incident. Removal details updated. Cluster ID was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.